Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. The insulin pump was monitored with no audio anomaly. No reset with the battery change was noted. The insulin pump was received with cracked battery tube threads.

Event description:
The customer reported via phone call that she had to reprogram the insulin pump after a battery change. The customer's blood glucose was unknown. The customer stated that she had to adjust the time and date as well as the rewind sequence after every battery change. The customer was advised that the insulin pump would be replaced due to the unexpected reset and rewind issue. The customer agreed to return the product for analysis.